Event description:
Pt underwent right total knee arthroplasty on 8/25/98. Returned to surgery on 8/27/98 for closed reduction of the dislocated prosthesis. Return to surgery on 9/2/98 for revision of right total knee by replacement of original tibial tray implant with p/s tibial insert with screw: cat #7404 ps-018, lot #433530 medium thickness 18 mm.